Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Customer reported he has experienced erratic blood glucose of 2.9-22.0 mmol/l since he started using this infusion device, and he believes the insulin delivery is inaccurate. No adverse event reported. Requested return of suspect device.